Event description:
It was reported that the patient was experiencing pain at lead site. The patient wanted the device removed. The patient had severe back pain where the lead was located on spine. The device had not worked in several years and the patient had not needed it to. The healthcare provider was refusing to remove it. The patient was having some undiagnosed pain and some healthcare providers had told the patient that the leads may be causing the pain. They also thought that the battery pack may be leaking. If additional information is received, a follow up report will be sent.